Event description:
A complete se peripheral stent was used to treat a lesion with mild tortuosity and mild calcification. It was reported that the introducer sheath was inserted without the use of a dilator and the sheath was kinked due to the aggressiveness of the advancement of the sheath and no use of a dilator. The complete se device was deployed at the intended landing zone; however, upon the removal of the delivery catheter, force was applied to the device and the tip of the device detached and the sheath of the catheter was shredded. The physician attempted to use a snare device, however he was unable to remove the detached tip which remained in the patient. It was reported that the physician was able to push the detached tip down to the peroneal artery just below the knee. The patient is reported to be fine. No other clinical sequelae were reported. It was reported that this event may have been due to the kink in the sheath which may have damaged the device during insertion.

Manufacturer narrative:
Evaluation results: related to operational context (additional procedural issues -force used, failure to pre-dilate- have also most likely contributed to the issue). Caused by another device (kinked sheath has likely contributed to the tip detachment). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: operational context contributed to event (additional procedural issues -force used, failure to pre-dilate- have also most likely contributed to the issue). Caused by another device (kinked sheath has likely contributed to the tip detachment). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).